Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR:a visual and microscopic examination identified 2 balloon pinhole's which were situated 2mm and 4mm distal to the distal edge of the distal markerband. No kinks or damage were noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during preparation a balloon rupture occurred. The 95% stenosed target lesion was located in the non calcified and mildly tortuous upper side of shunt anastomosis site. A 6.0 x 20, 40cm mustang balloon catheter was selected to dilate the lesion when they noticed that the balloon had ruptured. The procedure was completed with another 6.0 x 20, 40cm mustang balloon catheter. No patient complication was reported and the patient's status was good.